Event description:
It was reported that the t: slim x2 pump battery would not charge, as the customer's cable stopped working two months ago. There was no adverse impact to the customer¿s blood glucose level. The customer managed to begin charging the pump using different charging supplies and was informed by technical support that only specific supplies should be used. A replacement tandem charging cable was sent to the customer via two-day shipping, and no further assistance was required.